Manufacturer narrative:
The 510 (k) # is k073231.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because error 2 was not resolved with troubleshooting.